Manufacturer narrative:
Manufacturer¿s reference #: (B)(4) it was reported that a patient, underwent a pulmonary vein isolation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and char was noted when physician changed the sheaths. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. No char or foreign material was found. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that a patient, underwent a pulmonary vein isolation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and char was noted when physician changed the sheaths. The procedure was completed successfully without patient consequence. Settings during the event include: power settings of 30 watts, temperature not more than 35 celsius degrees and irrigation flow settings of 8 to 15 ml/min. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate.as lot # 17031119l was provided the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to a thermocool® smart touch¿ bi-directional navigation catheter approved under 510(k) p030031/PMA # s053.(B)(4).